Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing excessive thirst and frequent urination. At that time, her cgm readings were displaying values around 120 mg/dl. Believing the readings to be accurate, she did not perform a fingerstick (fs) test to verify her blood glucose levels. On (B)(6) 2026, her condition worsened significantly. She began experiencing chest pain, difficulty breathing, and eventually developed vomiting. Despite these symptoms, her cgm continued to show glucose readings around 100 mg/dl. Due to the severity of her symptoms, she called 911 without performing an fs check. Upon arrival, ems conducted a fingerstick test, which revealed a blood glucose level exceeding 500 mg/dl. The patient was unable to verify her cgm readings at that time. She was treated with IV fluids and transported to the emergency room for further evaluation and treatment. At the ER, her blood glucose was monitored via fingerstick, although the patient did not recall the exact value. She also did not check her cgm readings during this time. Due to her condition, she was admitted to the ICU, where she received continuous IV fluids and IV insulin. The patient remained hospitalized for more than 24 hours and was discharged on (B)(6) 2026. She was diagnosed with dka. At the time of discharge, her blood glucose levels (via fs) remained elevated, which she attributed to having recently eaten. Her cgm was no longer providing any readings. However, the patient reported feeling improved, with no persistent symptoms at the time she left the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.